Event description:
The customer reported that while running a hepatitis b core antigen assay, ortho summit processor, improperly aspirated fluid from wells a3, a6, a9, and a12 and no error message was issued to the user. The aspiration cannula was found to be blocked, thirty plates were potentially affected. The field technical rep cleared the blockage and subsequent plates were observed to process normally. No death or serious injury was associated with this event. This report is beyond the 30-day reporting requirments. During a retrospective review of complaints this file was determined to be MDR reportable.